Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket pain and hematoma. The pocket was opened and a clot was noted. The clot was cleaned and the clot was evacuated. The device remains in use. No further patient complications have been reported as a result of this event.